Manufacturer narrative:
Results: the bottom septum of the ipg was missing the setscrew and silicon lips. Discoloration was noted in each septum. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient had fallen on her ipg site. The patient felt that her stimulation was not as effective since the fall. X-rays showed no lead migration or disconnects, and impedances were normal on all lead contacts. The ipg was explanted and replaced on (B)(6) 2010. During the procedure, the physician noted the setscrew had come out of the ipg header, and he had some difficulty removing the lead from the header. Since the leads tested fine intraoperatively, the leads were reused with the new ipg. The device was returned to the manufacturer for evaluation. Follow up on the patient found no further issues have been reported.